Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op the patient reported hearing a pop while sitting and experienced pain. It was found that the screw was broken, the screw head had detached from the screw post. The patient underwent a revision surgery to remove and replace the broken screw. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms the head of the bone screw has been separated from the bone screw. The head retaining ring is visually confirmed to be fully seated in the ring pocket, but has been deformed. The ends of the retaining rings show deformation with material flow indicating the bone screw was forcibly pulled out or the head. Witness marks can be seen on the bone that would indicate a forceful separation. Inward of that on both sides the has broken with the out edges of the ring being shoved back into the head as the bone screw and head were forced back together. The resulting movement and rubbing of the two components led to surface damage. It appears that the bone screw and head were subjected to tensile overload which may have caused the ring to deform, causing the bone screw to disassociate from the head. No other action is required at this time - this investigation is considered closed.